Manufacturer narrative:
Evaluation summary: revision operative notes state that the patient had been in pain for some time prior to revision, and that the acetabular component was relatively flat with regard to its acetabular orientation. The surgeon mentions how the patient's morbid obesity increases the risk of perioperative complications. Further office visit notes state that the patient has mildly elevated chromium levels which the surgeon suspects is due to corrosion at the modular neck. Some documentation provided was of poor quality and unreadable. The products reported to have been implanted in 2003 are not compatible; the 50/52/54mm liner is not compatible with a size 60mm acetabular shell. With the information provided, there are several potential contributing factors to the patient's pain and condition, including the patient's weight and reported inappropriate inclination angle of the acetabular shell, however, a definitive root cause cannot be stated. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported the patient was revised due to pain and corrosion between the head and neck.